Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed at 12 atmospheres (atm), 18 atm, and 18 atm for 10 seconds respectively. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.